Event description:
It was reported that the unspecified bd 10 ml disposable syringe with needle where the syringe meets the needle is dirty. The following information was provided by the initial reporter: the techno vigilance program detected a non-serious adverse incident associated with the 10 ml disposable syringe medical device, which, considering a possible quality failure, we inform you of. The service reports that it realizes before using the syringe that the place where the syringe meets the needle is dirty, so they change the device.

Manufacturer narrative:
Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd 10 ml disposable syringe with needle where the syringe meets the needle is dirty. The following information was provided by the initial reporter: the techno vigilance program detected a non-serious adverse incident associated with the 10 ml disposable syringe medical device, which, considering a possible quality failure, we inform you of. The service reports that it realizes before using the syringe that the place where the syringe meets the needle is dirty, so they change the device.